Event description:
Customer reported the insulin pump alarmed button error, cleared alarmed, and then alarmed battery out limit. Customer's blood glucose level was 121 mg/dl. Customer did not recall any significant event that may have caused the alarms. Customer was advised to discontinue use of the device and revert to back up plan. Customer stated he didn't have a back up plan. Troubleshooting was performed for battery out limit. Informed the customer the alarm may indicate a loose battery cap. Customer was advised to disconnect, remove reservoir and rewind. Assistance provided with reprogramming time, date, and fixed prime on the device. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.